Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that the cgm was displaying 5.0 mmol/l when they noticed that they were 'absent' hungry, appeared pale, and that their legs were shaking. On testing their blood glucose, they saw that their actual value was 2.9 mmol/l and treated themselves with soda and a meal to raise their glucose level to bring it back into range, at which point they recovered from the hypoglycemic event without need for further intervention. At the time of contact, the patient was in stable condition. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional event or patient information is available.